Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's subcutaneous implantable cardiac defibrillator (s-ICD) system, implanted for 23 days, were removed due to infection (slight infection of the distal electrode incision site and infection near the pocket incision). The entire system was successfully removed without incident. Additional information was received that during the implant tunneling process toward the pocket incision, the skin was punctured approximately 3 cm from the eventual pocket incision. This was attributed to a large "flap" of skin under the patient's left breast in the area where the pocket incision was preferred. This puncture site became infected which ultimately lead to the system extraction in order to resolve the issue.